Event description:
Facility reported a blood leak alarm. Internal blood leak (2nd use). Estimated blood loss 140cc. No medical intervention. The sample is not available for examination.

Event description:
Facility reported a blood leak alarm. Internal blood leak (2nd use). Estimated blood loss 140cc. No medical intervention. Hemoglobin on 12/8 was 13. Blood pressure was 144/70. The sample is not available for examination.